Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reported the cause of the programming changing is unknown, they noted they need to have it reprogrammed as the only place they feel stimulation is in their lower legs. Patient called back and mentioned that their stimulation is not working as the stimulation keeps on turning off on it's own. Patient mentioned that they felt pain on their back and when they checked, the intensity was down to zero. Agent had patient check adaptivstim and patient confirmed that stimulation is on. Agent had patient check the positions, and patient confirmed that there's intensity showing in different positions. Agent redirected to hcp. Agent sent a message to the field for visibility.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt reported their implantable neurostimulator (ins) won't shut off and the program will change on its own but they had managed to shut off the ins. Pt said when they plug in the power supply the blinking green light will let them know the controller was charging, but the controller was not working, they cannot get the controller to come on. Pt said when they tried to charge the controller, they no longer see the green light blinking. Pt said the issue started (B)(6) or (B)(6). During the call, agent walked the pt through a hard reset of the controller. Agent had the pt remove the battery pack, and the pt confirmed the controller power up after unplugging from power supply. Pt confirmed a blinking green light when the battery pack was reinstalled. Pt said the ins was showing 80% and the controller was 0% charging. Agent had the pt continue charging the controller until full. The troubleshooting steps that were taken on the call resolved the issue.